Event description:
It was reported that during a lap appendectomy procedure, the device delivered an incomplete staple line. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.